Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation in order to treat stress urinary incontinence and had the concurrent procedure of laparoscopic supracervical hysterectomy due to multiple uterine fibroids, dysfunctional uterine bleeding and pelvic pain. It was reported that after implantation the patient experienced severe pain after surgery, chronic pelvic pain, vaginal area pain, pain during intercourse, urinary infections, vaginal infections, incontinence, urinary retention and leakage, physical pain and discomfort , psychological and emotional suffering, depression and anxiety. No additional information is provided at this time. (B)(4) - dyspareunia; leakage.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.